Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
The (B)(6) has been informed by (B)(6) of an incident with an ats 2000 tourniquet system that occurred in 2008. The (B)(6) was informed in 2010, but did not know that a zimmer product was involved. It was reported on (B)(6) 2011 to zimmer that the ats 2000 was involved in the incident. According to the incident report, the pt complained about pain and paresthesia in the arm after the use of the product during a carpal tunnel procedure. The report further indicates that the staff observed no issues during the procedure and that the cuff maintained pressure.